Event description:
Report rec'd from abbott international affiliate of a pt death while the pump was in use. The report read, "in 2001, a pt, died at hospital connected to a blue pump after receiving a complete bottle with phentanyl and bupivacaine for peridural analgesia". The pump was reportedly programmed to deliver at a rate of 6ml/hr. There were no reported audible alarms. This incident occurred 2001 and first info was received by abbott international on 8/28/2002. The hospital authorities refuse to give any further information.